Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient was found with blisters on hands on multiple occasions. The bed cradles were removed. Rue was pushing against cradle and upper extremity gets pinned under the patient. There is not adequate space for the patient to turn. Complaint # (B)(4) and ra# (B)(4) was entered into our system to have the bed parts returned for investigation. As of this writing, the units have not been returned.